Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report high blood glucose reading of 400 mg/dl. The customer requested assistance with programming the insulin pump. Customer did not retrieve the settings from the old insulin pump but there current ones being used are incorrect. Advised to call the doctor's office for the correct settings and to revert to injections until they get their insulin pump set up correctly. Nothing further reported.